Manufacturer narrative:
No lot number was provided, therefore, the device history record review could not be completed. A product sample and photo were received for evaluation. Visual and functional testing were performed and confirmed that the reported part was broken. The root cause of the reported issue was unable to be determined. UDI is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that buckle of the thigh strap broke. No patient injury was reported.